Event description:
Customer reportedly obtained results of 590 mg/dl and 80 mg/dl on the compact plus system within 10 minutes. An add'l comparison reports results of 129 mg/dl and 59 mg/dl on the compact plus within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.